Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The concomitant products: lasso nav variable eco model# d-1343-01-s, lot # 17005557l; soundstar model# m-5723-05, lot # s1415134; carto 3 model# fg-5400-00j, serial # (B)(4). (B)(4).

Event description:
It was reported that during an afib ¿ paroxysmal procedure, the blood pressure fell from 100 to around 80 when the pulmonary vein isolation was conducted with the smart touch catheter under visitag module. The pericardial effusion was confirmed with the sound star catheter. Pericardial drainage was conducted and about 250 ml effusion was drained. Blood pressure and oxygen saturation were rechecked, which were no anomalies and the procedure was completed. The patient was stable. The physician opinion regarding this event was the cause of the event was unknown. There were no excess contacts at the cardiac muscle, no excess ablation or no incorrect puncture site.